Event description:
The user facility reported that the weld broke on the housing.. The broken housing could cause the non sterile battery to be exposed to the sterile field. Attempts were made to obtain additional information about the event; no further information was received.

Manufacturer narrative:
The reported event was confirmed. A picture was attached at intake. It was visually observed the weld was compromised.

Event description:
The user facility reported that the weld broke on the housing.. The broken housing could cause the non sterile battery to be exposed to the sterile field. Attempts were made to obtain additional information about the event; no further information was received.